Event description:
Additional information indicated that the lead had dislodged and was successfully repositioned.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead underwent a revision procedure for an unknown reason. This lead was successfully repositioned. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.